Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high capture threshold allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, helix difficulty allegation was confirmed based on helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue. Further, known inherent risk was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to high pacing thresholds and difficulty to retract the lead. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to high pacing thresholds and difficulty to retract the lead. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.